Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a removal of common bile duct stone procedure, performed on (B)(6) 2011. According to the complainant, after inserting the device into the endoscope, it was noticed that the guide-wire lumen was torn and the device was separated from the guide-wire. No stones had been captured and crushed prior to this. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.